Event description:
It was reported that during a laparoscopic oopherectomy the metal rim broke in half and one half broke into many pieces. The device was removed from the pt and there were no other adverse consequences to the pt reported.